Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent deployment issue occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 3.7x17mm, concentric, de novo target lesion with a <=45 lesion bend was located in a severely calcified and mildly tortuous left circumflex artery. The target lesion was predilated with an unspecified balloon resulting in 70% residual stenosis. A 3.5x16 promus element drug-eluting stent was selected and deployed at the target lesion. A 12mm x 3.5mm quantum maverick balloon catheter was then used for post-dilation. However, it was noted that the mid stent "could not fully expand" when the balloon pressure was at 18 atmospheres for 30 seconds. After 3 attempts, the physician changed to a non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.